Event description:
It was reported that the customer's blood glucose level was not displayed on the screen when attempting to deliver a bolus. The customer manually entered the bg value. Subsequently, the customer experienced an elevated blood glucose (bg) level. There was no adverse impact to customer's blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.